Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noisy signals. A new lead was implanted. Additionally, the field representative indicated the patient exhibited syncopal events related to the non boston scientific right ventricular (rv) lead that was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.